Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed a w8 bolus cancelled warning, and the customer was unable to clear the warning message because the buttons would not respond. The infusion device was requested for evaluation.